Manufacturer narrative:
Product analysis: stability member had been cut 3.8cm distal to strain relief. Only 39.8cm of the retractable sheath was returned. There was 10.5cm of the inner member remaining distal to the distal end of the middle member. There were numerous kinks visible on the inner member shaft. The distal tip, the proximal and the distal inner member markers had detached. The middle member had pulled out at the middle member/hypotube bond. Still procedural image review: three still images were provided. The expansion of the stent appears to have been restricted and there is evidence of guidewire bias within the stent. The deployed stent confirms that the stent has conformed to the lesion morphology. (B)(4).

Event description:
The physician intended to use a complete se device to treat a lesion in the left mid sfa. The target lesion exhibited a little calcification. The device was prepped and inspected prior to use with no issues noted. It was reported that the stent deployed quickly but the delivery system got caught at the tip resulting in the stent being pulled back into itself. The physician had to cut the shaft into pieces to remove the delivery system. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.